Event description:
The consumer reported discrepant results with the covid-19 at-home test. On (B)(6) 2022 at 7:00 pm, the consumer performed a covid-19 at-home test and the result was positive. On (B)(6) 2022 at 10:00 pm, the consumer performed a covid-19 at-home test and the result was negative. On (B)(6) 2022 at 7:30 am, the consumer performed a covid-19 at-home test and the result was negative. The consumer does not have any symptoms and took the tests as a precaution. No pcr test was taken. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
Occupation is patient/consumer. The positive result obtained on (B)(6) 2022 at 7:00 pm was a faint, but positive line. For the test taken on (B)(6) 2022 at 10:00 pm, the initial result was negative but the consumer stated that a faint line appeared 2-3 hours after testing. The test should not be read after 30 minutes. Product labeling states: "warning! Inaccurate test interpretations may occur if results are read before 20 minutes or after 30 minutes." The case was sent to the manufacturer for investigation. The investigation is ongoing.

Manufacturer narrative:
There is a low probability of false positives occurring. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between (B)(6) and (B)(6). Refer to the limitations section of the instructions for use. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).